Manufacturer narrative:
(B)(4). The sample was reported as discarded. Should additional information become available, a follow up MDR will be sent. The lot number was not provided; therefore a batch review cannot be conducted.

Manufacturer narrative:
(B)(4). This complaint is for a check heater line alarm. Per the complaint information, the patient saw air in the patient line. The used sample was not returned to baxter for evaluation therefore, complaint cannot be confirmed in the lab. From the data within the complaint information, the root cause was not identified. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress.

Event description:
A home patient (hp) contacted global technical services regarding a check heater line alarm that occurred on the home choice (hc) unit during fill. During troubleshooting for the alarm the hp stated that there was air in the patient line. The technical service representative (tsr) advised the hp to end therapy and start over with new supplies. Follow up was done via phone call; the hp stated that they started over with new supplies. The lot number was unknown and the supplies had been discarded. The hp stated they have continued therapy with no injury or medical intervention as a result of this incident.